Event description:
Reporter alleged obtaining a discrepant blood glucose result of 573 mg/dl back to back with a result of 64 mg/dl on the compact plus system when testing was performed less than 10 minutes apart. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. The suspect product was returned to the MFR for eval.